Event description:
It was reported that this right atrial (ra) lead was dislodged. This was confirmed through an x-ray and interrogation during a follow up check in the clinic. Subsequently, this ra lead was explanted, and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead was performed where cuts in the suture sleeve and deformed coil were noted likely a damaged from explant. Furthermore, laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead was dislodged. This was confirmed through an x-ray and interrogation during a follow up check in the clinic. Subsequently, this ra lead was explanted, and a new lead was successfully implanted. No additional adverse patient effects were reported.